Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings, blank display and weak battery from the insulin pump. The customer's blood glucose level was 600 mg/dl. The customer stated that he received a blank display so he changed the battery. The customer stated that he received a weak battery alarm after changing the battery. The customer stated that there was moisture in the battery compartment. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer stated that the insulin pump passed the self-test. The customer was advised to monitor the pump.